Event description:
While flushing the catheter with a syringe, the physician pointed out that the connection between the hemostasis value and the shaft was torn. Affiliate confirmed that there was a crack in the shaft. The device was prepped according to IFU. No anomalies were noted when the device was removed from the package.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.